Manufacturer narrative:
Device history review was completed on the reported lot number, v2e092. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. The actual customer sample was not returned for evaluation; therefore, a root cause could not be determined. We will continue to monitor trends for this product.

Event description:
Customer reported that when the infant heel warmer was squeezed to activate, it burst and squirted out all over rn¿s gloved hands. There was no injury or adverse effect reported, contents removed with wipes. No demographics provided.